Event description:
It was reported that the nurse stated they were starting cooling on their patient in arctic sun device, however the patient was below the target temperature so they would be rewarming the patient to the target. The patient temperature was 30.8c and targeted temperature was 36c. Nurse stated they had the cooling target set to 36c. When they try to start therapy, it asked them the patient was too cold to run therapy. Nurse enquired if they should select rewarm patient instead. Discussed with nurse it was their preference if they would like to program under cooling or rewarming. Informed nurse if they set the targeted temperature under cooling, the device would warm the patient as quickly as possible. Explained because the patient was needing to be rewarmed to meet target, they would recommend considering a controlled rewarm. Suggested discussing that with the provider to confirm their orders. Nurse stated they would likely prefer a controlled rewarm. Walked nurse through changing the control strategy to 3 for the closest parameters. The cool patient target can be adjusted to 32c now. Informed nurse under rewarm patient from they can set the temperature to 32c. The device would not program below 32c. Informed nurse to program her rewarm rate and targeted temperature. Informed nurse the device would first warm the patient up to 32c and then begin rewarming to their targeted temperature at their programmed rate. Informed nurse once they reached the rewarming targeted temperature, it would switch to normothermia so they would need to keep track of the duration, or switch to hypothermia cooling at that point. Nurse verbalized they understood, and they would confirm the rewarm rate with the provider and program accordingly. They would call back if they had any other questions.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found as not a complaint. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse stated they were starting cooling on their patient in arctic sun device, however the patient was below the target temperature so they would be rewarming the patient to the target. The patient temperature was 30.8c and targeted temperature was 36c. Nurse stated they had the cooling target set to 36c. When they try to start therapy, it asked them the patient was too cold to run therapy. Nurse enquired if they should select rewarm patient instead. Discussed with nurse it was their preference if they would like to program under cooling or rewarming. Informed nurse if they set the targeted temperature under cooling, the device would warm the patient as quickly as possible. Explained because the patient was needing to be rewarmed to meet target, they would recommend considering a controlled rewarm. Suggested discussing that with the provider to confirm their orders. Nurse stated they would likely prefer a controlled rewarm. Walked nurse through changing the control strategy to 3 for the closest parameters. The cool patient target can be adjusted to 32c now. Informed nurse under rewarm patient from they can set the temperature to 32c. The device would not program below 32c. Informed nurse to program her rewarm rate and targeted temperature. Informed nurse the device would first warm the patient up to 32c and then begin rewarming to their targeted temperature at their programmed rate. Informed nurse once they reached the rewarming targeted temperature, it would switch to normothermia so they would need to keep track of the duration, or switch to hypothermia cooling at that point. Nurse verbalized they understood, and they would confirm the rewarm rate with the provider and program accordingly. They would call back if they had any other questions.